Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was dislodged. The physician was unable to retract the helix of the lead due to tissue ingrowth. The lead was explanted and replaced. The patient was stable during and after the procedure.

Manufacturer narrative:
Final analysis found normal lead characteristics.